Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical insulin pump error. The customer experienced low blood glucose and treated with food. The insulin pump had open book image. The customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.